Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After multiple predilations, a 32 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. Parallel wire technique was performed but the promus premier¿ stent still failed to cross the lesion. The device was removed and the physician noted that the distal edge of the stent was lifted. The procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status was good.